Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the information provided, the cause of the reported event could not be determined. A review of the lhr was not possible as the lot number was not provided. However, product release at aci is contingent upon the successful completion of lot release testing and a documentation review by the quality department.

Event description:
It was reported by the aci sales professional that a (B)(6) male patient weighing (B)(6) and with a history of coronary artery bypass-graft (CABG), cholecystectomy, left toe amputation, and then a left below-the-knee amputation underwent a peripheral intervention procedure on (B)(6) 2011. Access was obtained at the left common femoral artery (lcfa) via a 7f avanti procedural sheath to approach the right superficial femoral artery (sfa). It was reported that the patient was given 5800 units of heparin administered intravenously. The patient's international normalized ratio (inr) at the time of the procedure was 1.7. A pre-procedural femoral angiogram revealed a high-grade lesion in the right popliteal artery. Following the procedure, the physician who is a trained user of the mynx, chose the device to close the femoral artery. There were no complications during the procedure and closure. Successful hemostasis was achieved with the mynx plus an additional 5 minutes of manual compression. The patient was transferred to the floor and was admitted overnight, a standard hospital practice for interventions. The following day, the patient's hemoglobin dropped and his inr increased to 2.2. Another angiogram was taken which revealed a hemorrhage in the left groin. Manual compression was performed for 5 minutes which stopped the bleeding. It was also reported that the patient had lost an estimated 5 ml of blood so he was transfused an unknown number of units of blood. The patient's inr was 1.2 by the following morning ((B)(6) 2011). As of this writing, the patient's discharge date was not yet known. The patient was awaiting a possible intervention of the plantar artery if the amputation site of the right second toe would not heal. The patient continued to be on dual antiplatelet therapy. No further information was provided.